Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in three segments. External insulation abrasions were noted at 0.5-0.7cm, 0.9-1.2cm, and 1.8-2.1cm from the svc shock coil, consistent with lead friction to another device or structure of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 1.3-3.1cm from the svc shock coil, consistent with lead friction to another device or structure of the heart. The svc conductor etfe coating was abraded at this location. (B)(4). (B)(6).